Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Per device return it showed unknown empty pump in the logs. It showed low reservoir alarm (lra) on 7/24/24, empty reservoir alarm on 7-29-2024, clearing of event status on 08/02/2024 with another lra and era on 08/02/2024 as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) via the healthcare provider (hcp) regarding a patient receiving sufentanil 3000 mcg at 1249 mcg/day via an implantable pump for unknown indication for use. It was reported that the pump was alarming. No withdrawal symptoms. No additional known factors contribute to the alarm. The patient had a pump replacement in (B)(6) 2024.